Manufacturer narrative:
After clinical/secondary review of this file performed on 3/16/2021, it was decided to add codes mold bilaterally and a capsular contracture baker grade iii to the left side to more accurately capture the reported event. The patient felt susceptibility to infections low-grade fever 99, shock pain in head deep inner ear down neck, joint pain, sound sensitivity, ear ringing, cognitive decline, personality changes, apathy, stomach issues, vit d deficiency , light headedness, heart palpitations, yellowing of eyes, dry eye, visual disturbances, wbc reduction and neutrophils, numbness, tingling, cold hands feet, insomnia, muscle pain , hair loss, unexplained rash, temperature intolerance night sweats, muscle twitching, felt like I was dying. In addition, the patient reported: ¿mold, parasites, metals, and toxins found in screen panels ¿ functional doctor reports due to breast implants¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/20/2020, it was reported to mentor that the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american (B)(6) female patient underwent a breast augmentation primary with mentor smooth round high profile 380cc and experienced bilateral breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 2/8/2021, it was reported to mentor that the patient had deteriorating health. On 2/17/2021, it was reported to mentor that the patient experienced more than 30 symptoms that began with severe chest pain and shortness of breath in 2011. This turned into chronic pain and as a result the patient experienced significant deficits of daily living by (B)(6) 2018. The patient became bedridden for days because of declining health and neurological deficits. She spent many visits at the emergency room testing after testing. By (B)(6) 2020, the patient felt unconscious. Manufacturer¿s reference number: (B)(4).